Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is female, (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. Possible representative lead model families include 4195, 6944, and 6949. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: risk stratification prior to lead extraction and impact on major intraprocedural complications (rise protocol) 2019; 30(11):2453-2459. Doi: 10.1111/jce.14151. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a retrospective review of lead extractions differentiating major adverse cardiac events (mace) between high and low risk groups. The authors discussed cases where multiple leads were associated with mace to include pericardial effusion, hemothorax, stroke, and infection. The status/disposition of the leads is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.